Manufacturer narrative:
(B)(4). Date sent: 8/24/2020. D4: batch # t93c98. Investigation summary : the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and to retrieve the device: you provided the following additional information, "the product did not staple, damaged the patient's tissue, and an additional piece of intestine had to be cut and stapled lower." Can you please clarify if the device jaws cut/damaged the tissue? Or if the clip applier had a clip in the jaw that cut the tissue? Or if a clip was applied but was in an unformed shape and cut the tissue? Was there any change in the procedure due to having to remove a piece of the intestine? Was there any change in the post-operative care of the patient due to the event? Was there any patient consequence? To date, no response has been provided and no device received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the ligamax stapler was requested to operating room, and at the time the surgeon wanted to use it to staple, "the cystic duct does not close the staple." The product did not staple, damaged the patient's tissue. The product was replaced by a new one to continue the procedure and an additional piece of intestine had to be cut and stapled lower.